Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic procedure, the device was not completing burn cycle and had an error message with each burn. The procedure was converted from laparoscopic to an open right hemicolectomy surgery.